Event description:
Patient was revised to address glenoid loosening, poly wear and osteolysis.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found no prior reports for this part and lot number combination. Although, the complaint is non-verifiable, it would not be unreasonable to expect poly material wear after approximately 13 years implanted. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.